Event description:
It was reported that the patient's implant had migrated and was explanted. No further information could be obtained.

Manufacturer narrative:
A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. A product labeling review identified that the device was used per the directions for use/product label. H6 patient code 3191: no code available was used because there is not an equivalent FDA code for surgical intervention.

Manufacturer narrative:
The explanted device will not be returned for analysis was it was discarded by the medical facility.

Event description:
It was reported that the patient's implant had migrated and was explanted. No further information could be obtained.